Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a no delivery alarm during prime. Customer also stated that couple days before he received a no delivery alarm while sleeping. Troubleshoot could not be completed as the customer got disconnected. Blood glucose value was unknown. Nothing further reported.